Event description:
Customer reported the alarm does not sound when in use with the string clip magnet. Customer reported issue was discovered during set up but did not provide a date when found. No pt incident or injury reported.

Manufacturer narrative:
(Other) - product has been requested to be returned but has not been received. Note: this product issue is made based solely on the customer's claim. (B)(4).